Event description:
The patient was revised due to polyethylene wear less than ten years. The surgeon believes the hylamer liner in this patient caused a substantial osteolytic region behind the metal shell. The void was all the way through the acetabulum into the pelvis.